Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing a tibial punch on (B)(6) 2014. During the procedure, the surgeon could not remove the tibial punch because the handle would not engage. An osteotome was used to remove the punch. Additionally, the handle of the inserter fractured when the surgeon was attempting to insert the trial tibial bearing. There was no report of fractured piece(s) falling into the patient's wound. Different handles were available to complete the procedure without significant delay.